Event description:
In 3/88, rptr had bilateral augmentation mammoplasty with insertion of gel-filled prostheses. In 1992, she began having a number of health concerns. She returned to her surgeon to report her health problems. She was assured by a health care facility that they didn't feel the implants were a health risk. She strongly disagrees. She is presently under the care of an internal medicine/rheumatology doctor. She has been diagnosed with connective tissue disease with associated fibromyalgia. Her condition causes chronic musculoskeletal stiffness and pain and chronic fatigue. She suffers from a number of health problems related to fibromyalgia to include frequent headaches and migraines.